Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged housing/exposed wires was confirmed. There is a large chip on the bottom enclosure which is exposing the internal pcb. The sensor failed test procedure, due to poor physical integrity. The root cause of the failure was identified as use-related damage. H3 other text : evaluation findings are in section h.11.

Event description:
Sherlock sensor has a broken housing and has wires exposed.

Event description:
Sherlock sensor has a broken housing and has wires exposed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.